Event description:
The customer initially reported that their device was showing the charge-pak and attention icons. After an evaluation of the device, it was observed that the device would not stay powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl11 from the analog pcb assembly. The customer received a replacement device.